Manufacturer narrative:
Unit received with button error alarm and had unresponsive up button due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.(B)(4).

Event description:
The father of a customer reported via phone call that his son's insulin pump alarmed button error during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 167 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.